Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The field service engineer (fse) arrived on site, the customer reported that drawers 4.1 and 4.2 were off the bus. The fse powered down the machine and replaced the module board. The fse then accessed the hardware test application (hta) to update the firmware; however, drawer 4.2 failed the cubie test. The fse powered down the machine again and re-seated the ribbon cable on the row boards. The fse then returned to the hta, where both drawers 4.1 and 4.2 passed the final test. The customer was then able to successfully complete an inventory count for both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 4.1 and 4.2 were not detected on bus and unable to recover anything from either drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.